Event description:
It was reported that a dog had bit through the patient line causing solution to start to leak on the floor during dwell one cycle to the therapy, while the home patient (hp) was connected to the homechoice (hc). As a result, the hp disconnected from the hc using aseptic technique. The hp was able to start the therapy over using all new supplies and was able to continue with no other issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, animal damage was reported and is known to be able to cause the reported condition. Should additional relevant information become available, a supplemental report will be submitted.